Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was found that there was foreign material with the product before open the package. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation it was noted that product was received and reviewed. Complaint of foreign matter in tube set packaging confirmed. Foreign matter confirmed to be a hair. The production documentation was pulled and reviewed for product code 801189, lot # ha9574. No discrepancies found. The product is manually placed in a sealer. The operation is performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. The complaint was reviewed with the responsible operators to raise awareness of the issue. Course to retrain opened. We will continue to monitor for this or similar complaint for this product code and lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.